Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged/blocked. The following information was provided by the initial reporter: it was reported by customer that needles are somehow blocked because they cannot push the plunger to move medicine through the needle.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1340735. The review revealed there was documentation for this type of defect during the production run of needle supplier lot number 1214992 which is one of the lot used in the manufacturing of the final lot 1340735 had clogged needles issue due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with the device history record review analysis the symptom reported is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged/blocked. The following information was provided by the initial reporter: it was reported by customer that needles are somehow blocked because they cannot push the plunger to move medicine through the needle.